Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the patch information is not visible in the photo. Visual analysis of the photographs identified: yellow particles on the surface shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii - IV.

Event description:
Physician reported right side capsular contracture, baker grade iii - IV, diagnosed by palpability, MRI and ultrasound. The device was explanted.